Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to pocket infection. Reportedly, the patient had an evaluation of the pocket with the physician and was found out to be infected. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
This supplemental is being filed to capture e1: initial reporter email address.

Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to pocket infection. Reportedly, the patient had an evaluation of the pocket with the physician and was found out to be infected. No additional adverse patient effects were reported. This rv lead was explanted.